Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services and were admitted in emergency room on (B)(6) 2021 due to low blood glucose. Customer blood glucose was 21 mg/dl. Customer current blood glucose was 104 mg/dl, customer stated symptoms related to low blood glucose that was unconscious. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.